Event description:
Rptr did meter to hcp meter comparison testing. Rptr had a meter reading of 106mg/dl, and within one hour, the result on rptr's dr's meter (type unknown) was 134mg/dl. Rptr did not have any symptoms. A control test could not be done due to lack of supplies. No harm was alleged.